Event description:
Primary rn of pt was at the bedside when she noticed a puddle on the floor. The IV tubing connected to the pt was assessed and it was noted that blood was backing up into the tubing. While continuing to assess and handle the tubing, it was noted that the tubing itself was dripping onto the floor from approx 24 inches below the pump, not from the connection site. The pt's blood had backed up to this point and was also dripping onto the floor.